Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the attempted implant. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that this pacemaker was an attempted implant due to insertion issues. The lead was not able to be fully inserted into the device, and the physician opted to use another pacemaker. The lead was successfully connected to the new pacemaker. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was an attempted implant due to insertion issues. The lead was not able to be fully inserted into the device, and the physician opted to use another pacemaker. The lead was successfully connected to the new pacemaker. No adverse patient effects were reported.